Event description:
This notification was opened for review for information received that a SG Mini device had burn marks on the exterior of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.